Manufacturer narrative:
This issue is a surgeon preference comment related to the instrumentation supplied and does not meet the definition of a complaint. This is being treated as feedback and has been included in the instrument summary feedback report 2016. This is to feedback information from users to the design activity and is to be included in any future development of instruments. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends corrected data - prosthesis, knee, femorotibial, con corrected to limb salvage system.

Event description:
The company sales representative reported that the surgeon felt that the tibial cutting guide provided lacks precision. He also suggested to include general plier, face cutter, general flexible reamers. The surgeon also commented that implant it self is easy to use and quick to insert but during bone preparation the instruments lack precision. This is a supplemental report to 3004105610-2015-00020 (B)(4).

Event description:
The co sales rep reported that the surgeon felt that the tibial cutting guide provided lacks precision. He also suggested to include general plier, face cutter, gen flexible reamers. The surgeon also commented that implant itself is easy to use and quick to insert but during bone preparation the instruments lack precision.

Manufacturer narrative:
The mfg records of the tibial cutting guide have been reviewed and no nonconformity was identified. The implantation was completed successfully. The investigation is ongoing. The surgeon's comments regarding the instrumentation will be passed on to the relevant department.